Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The tampon I'm using the string has detached... It's still inside [foreign body in reproductive tract] the string has detached- tampon [device breakage] case narrative: consumer reported via phone that the tampon string detached. No serious injury was reported.